Event description:
Caller reported a malfunction on the pump, there was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, successfully resolving the issue with no recurrence of the malfunction code. Customer was advised to continue using the pump.